Manufacturer narrative:
After the event, an arjo representative conducted the device¿s inspection. During the visit at the customer¿s site, the arjo representative found out that the cover of the ceiling lift had been reattached. The arjo representative inspected mounting points, no issue was found. The functional tests revealed that the device was operating as per the manufacturer's specification. The retrospective analysis revealed that the casing may detach due to several reasons: damaged mounting points of the casing; improper installation of the cover after the last service; casing detachment as a result of hitting an obstacle, however none of these scenarios could be confirmed based on the information gathered. To sum up, while the event occurred, the arjo maxi sky 2 ceiling lift was used for a patient transfer. The casing of the device detached and from that perspective the device did not meet its performance specification. The complaint was assessed as reportable due to a ceiling lift casing detachment that fell on the caregiver's face. The caregiver sustained not serious injury (cut on face).

Event description:
Following information reported, during transfer of the patient using maxi sky 2 ceiling lift, the casing of used device detached and fell on the caregiver face. As a consequence, the caregiver sustained cut on her face.